Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered three shocks, and the patient believed this device stopped working. This patient was kept in the hospital due to irregular heartbeat, and is waiting to hear if device is covered under warranty if replaced in buenos aires. Subsequently, additional information was received that the patient is waiting to receive correct program to interrogate device. Bsc ts advised representative to obtain model number 2844 software to interrogate a t135, it is the same as the prizm 2 application. There were no other adverse patient effects reported.